Manufacturer narrative:
The tooth belt is designed for a service life of 8 years. It was 15 years old, it reached the end of its service life. The most likely cause of the incident appears to be an operating or maintenance error on the part of the customer. The affected tooth belt is being shipped to the manufacturer for further analysis.

Event description:
It was reported that during surgical preparation the nurse was moving the opmi lumera t microscope from a storage position to the surgery area. During this preparation, the tooth belt of the suspension arm cracked and the opmi head dropped on the chest of an 80-year-old patient. The surgery was canceled, and the patient was taken for an evaluation. It was further reported that the patient had sustained a chest injury (crack in chest bone) and received conventional treatment. The event took place in china.